Event description:
It was reported the patient had an infection. The patient was scheduled for explant surgery, but it was unclear if the surgery took place as the patient had additional health issues. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
.